Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment does not receive power. Upon troubleshooting, fse found that the system does not boot completely, and the table part was not operational because the power supply was faulty. The defective power supply unit was returned to philips for failure analysis and found that the mains light is on, but the rest of the leds are not on, indicating no power to the fan. To resolve the issue, fse replaced the power supply, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up completely. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.